Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
69-year-old male with history of rectal cancer (post resection, chemo/radiation, in remission) and no prior cardiac history presented on (B)(6) with nstemi. Underwent CABG, laa clip, and impella 5.5 implantation. Postoperatively, patient experienced low pulsatility and suction alarms, managed with volume resuscitation and repositioning. Pleural effusion and thrombocytopenia occurred, requiring transfusions and thoracentesis ((B)(6)). New-onset atrial fibrillation treated with IV amiodarone. Impella explanted on (B)(6). Clinical issues (hypovolemia, suction alarms) were likely related to surgery and pump positioning respectively; pleural effusion and thrombocytopenia likely due to cardiac surgery; atrial fibrillation not device-related as it is a left sided pump. No adverse events attributed to impella 5.5.

Manufacturer narrative:
This follow up report is being submitted to correct information provided in the initially submitted MDR. Section d4 (primary UDI number) has been corrected.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.